Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level of 600 mg/dl; cause was due to the pump not delivering insulin. Customer received an insulin and fluid drip to addressed bg level. Customer was released four days after admission.